Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient experienced an infection (unknown if it was device related) which was treated with antibiotics (IV, oral and topical). The device was explanted on (B)(6) 2019. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted on april 27, 2020.